Event description:
It was reported that the catheter body was "kinking" after insertion. It was further indicated that co measurements were not "making sense". It was stated that there was no difficulty inserting the catheter and the introducer the staff uses has not changed, same one used in previous cases. It was also indicated that the staff used an arrow ak-09802 introducer. There were 2 events that had occurred before the customer called into edwards. Follow up indicated that the insertion site was the jugular and there was no resistance noted during insertion or removing the catheter. The information of "data not correct" was blunted wave forms - catheter twisted and kinked. Measurements that were observed were abnormally high pa (60/58) and it appeared that the catheter kinked with ease. There were no patient complications.

Manufacturer narrative:
The device was discarded at the hospital. It was not possible to confirm the complaint without a product return or determine if damage or defects exist on the device. There was no report of any concomitant devices used with the catheter and with limited information, it is not possible to determine if any clinical factors may have contributed to the event. Lot number was not provided; therefore review of the manufacturing records could not be completed. No actions will be taken at this time.